Event description:
As reported by the user facility: our b braun team received an email from customer with attachment of new reports of issues encountered in the intensive care unit between 15jul2023 - 17jul2023 when using the b. Braun infusion pumps and accessories. The attachment listed multiple events of air-in-line alarms, microbubbles in IV lines, reports of changed lines, and IV lines that may have been kinked, broken or short.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. B. Braun medical inc. Received an email with an attachment of issues encountered in the customers intensive care unit between 15jul2023 - 17jul2023 when using the b. Braun infusion pumps and accessories. The attachment listed multiple events of air-in-line alarms, microbubbles in IV lines, reports of changed lines, and IV lines that may have been kinked, broken or short. This report is being submitted for the line that indicates the following event; "pt. Crashing, alarms repeated." With the use of a b. Braun infusion pump. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Reported issue could not be confirmed due to no sample returned for further investication. Although a sample was not received at the time of the complaint issuance, b.braun has identified a sporadic occurrence of potentially false down- and upstream pressure alarms which are caused by the upstream occlusion pressure sensor of the infusomat® infusion pump. Our investigations have shown that an isolated batch of upstream occlusion sensors built in the following serial numbers of pumps may deviate from their technical specification. Field corrective action fcsa-2023-08-14 has been issued by the supplier (b.braun melsungen) to address this event.